Event description:
During the cardiomems implant procedure the delivery system was looping in the patient's right ventricle while advancing the delivery catheter over the non-abbott guidewire. The delivery catheter and wire were pulled back to resolve the looping, and then the operator attempted to reposition the wire and catheter into the patients left pulmonary artery. During this time, the patient experienced hemoptysis. The hemoptysis resolved on its own without intervention. Ultimately, the cardiomems sensor was deployed in the left pulmonary artery and was calibrated successfully. The physician stated the patient was on anticoagulation medication and that the nitrex guidewire was difficult to control. The patient was kept overnight and discharged the following day. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).